Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose levels ranged between 110-179mg/dl. A system check was performed and the pump performed as intended. An infusion set site change was performed and an additional occlusion alarm occurred. The customer declined to perform troubleshooting and performed a supply change to address the occlusion.